Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer was called to confirm a hospitalization in (B)(6) 2015 for high blood glucose levels. The customer's mother answered and stated that the customer initially began experiencing high blood glucose levels 2 weeks prior to the hospitalization. The customer's blood glucose level was 600 mg/dl. The customer was treated with an insulin IV drip and was released with blood glucose levels in the low 200 mg/dl. The mother stated that she thought the reason for the high blood glucose levels was due to the infusion set or the site. The mother was unable to confirm the device used prior to the incident. The caller was advised to have the customer call back when available to provide more information and to troubleshoot.